Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) experienced a compressor failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The stm replaced the scroll compressor and adjusted the regulator pressure during calibration which corrected the issue. The stm completed pm service including all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) experienced a compressor failure. There was no patient involvement, and no adverse event reported.